Manufacturer narrative:
On 5/4/2020, during evaluation of the returned autopulse platform, the load cell characterization check test failed, unrelated to the initial reported complaint. The root cause of this issue was due to a defective load cell module 2. The cracked covers and defective load cell were likely attributed to mishandling such as a drop. The reported complaint of the tabs that hold the lifeband on the underside of the autopulse platform (serial #(B)(4)) are broken or chipped off was confirmed during visual inspection. This type of physical damage is a characteristic of mishandling. The bottom enclosure was replaced to address the damaged tabs. During visual inspection, other than the broken enclosure, a cracked front enclosure and top cover were also observed on the returned autopulse platform. These types of physical damages were likely attributed to mishandling and unrelated to the reported complaint. Additionally, unrelated to the reported complaint, a sticky clutch plate was observed and to remedy the clutch issue, deburring was performed. During archive data review, user advisory 7 (discrepancy between load 1 and load 2 too large) and ua18 (maximum take-up depth exceeded) error codes were recorded on (B)(6) 2020 and (B)(6) 2020. User advisory- ua18 (maximum take-up depth exceeded) can occur when a patient is not present, or the lifeband is open or the driveshaft is very sticky and difficult to return to "home" position. These are the most likely cause of the take up depth exceeding it parameters during shift check. User advisory 7 (discrepancy between load 1 and load 2 too large) is related to the defective load cell module 2 found during device evaluation. The initial functional testing of the returned autopulse platform passed without fault or error but during further functional testing, the autopulse platform failed load cell characterization check. To address this issue, the defective load cell module 2 was replaced. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The load cell characterization test passed. The autopulse platform passed all other functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
Customer reported the tabs that hold the lifeband on the underside of the autopulse platform (serial #(B)(4)) are broken or chipped off. However, the autopulse platform does currently works properly. No patient involvement. On 5/4/2020, during evaluation of the returned autopulse platform, the load cell characterization check test failed.